Manufacturer narrative:
(B)(4). A review of the certificate of conformance found that the driver passed all release criteria. This driver was manufactured in 11/2009 and is approximately 6 years old. The sample was returned for evaluation. A visual exam was performed and no physical damage was observed. When the trigger was pressed, the green led displayed. The trigger guard was still attached. Functional testing was performed and no issues were found. Based on the investigation performed, the reported complaint could not be confirmed. The driver functioned properly with no abnormalities or defects. The saw bone insertions demonstrated sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. One potential factor which could potentially contribute to the reported event unrelated to the device design or manufacturing is user technique. No corrective actions will be implemented at this time as there were no device deficiencies identified which would contribute to this incident.

Event description:
The customer reports that the ems was called to a CPR event. According to the emt director reporting the complaint, the patient was dead on arrival. They tried to start an io insertion in the left proximal tibia but the driver lacked power and they were not able to insert it into the bone. The green light was solid when the trigger was pressed.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer reports that the ems was called to a CPR event. According to the emt director reporting the complaint, the patient was dead on arrival. They tried to start an io insertion in the left proximal tibia but the driver lacked power and they were not able to insert it into the bone. The green light was solid when the trigger was pressed.